Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-4318. Batch/lot number: 21891473. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5040795. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5040903. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.